Manufacturer narrative:
(B)(4). The patient reported that there appeared to be an issue with the twisting connector of the minicap. The sample was not available for evaluation. A batch review was conducted, and there were no deviations found related to this reported condition during the manufacture of this lot. Upon completion of the investigation, the reported problem and its cause could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set disconnected from a minicap. This occurred during use. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a follow-up MDR will be submitted.